Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic sleeve gastrectomy, it was impossible to close the jaws on the gastric tissue. The handle was used with the net loaders without problems. They took another device to complete the case. There was no patient injury.